Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. The returned photos show implanted iol. One haptic appears to be broken/torn. The lens seems to be decentered, with the intact haptic nearly fully visible in the image. Based on our observation of the attached photo, one haptic appears to be broken/torn. Iol was observed decentered on the returned photo, which could have been potentially caused by the broken haptic. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. The IFU (instructions for use) instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). If the operating room temperature is too low (< 18°c / 64°f) lens folding and advancement are more difficult. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens haptics was bent but iol was stable in the bag. After 1 day post operative iol was decentered and one of haptic was deformed the doctor did exchange with a new one. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).